Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's current blood glucose level was 391 mg/dl. The customer treated the high blood glucose with a syringe. The customer also reported that they were hospitalized on (B)(6) 2017 as a result of high blood glucose. The customer had high ketones. The customer's blood glucose level at the time of admission was 396 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. It was noted in troubleshooting that when the customer removed the set the cannula was bent. Troubleshooting was performed for the bent cannula. The device was not returned for analysis.